Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-29, serial/lot #: (B)(4), ubd: 16-apr-2020, product analysis: the valve remains in the patient and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at a depth of 10 millimeter (mm). As the delivery catheter system (dcs) was being withdrawn from the ventricle, the nosecone of the dcs caughton the paddle of the valve and dislodged it to a depth of -10 mm. Wide open paravalvular leak (pvl) was reported. The physician decided to leave the valve at that depth of -10mm. A second transcatheter bioprosthetic valve was implanted at a depth of 6 mm. No additional adverse patient effects were reported.